Event description:
Operating room tech reported that he experienced separation and leaking at the connection between and the bottom of the drip chamber in a blood infusion set during use. He said the set came apart in the operating room during a procedure and the blood leaked all over. They had to discard the blood, clean up the mess, and get a new transfusion for the patient. There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with the failure investigation results should the device be returned for evaluation.